Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt of an unspecified vessel. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, on an unspecified inflation at 4 or 5 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located in the mid-section of the balloon. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt of an unspecified vessel. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, on an unspecified inflation at 4 or 5 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.